Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone call about an insulin flow block alarm they received from their insulin pump. The customer's blood glucose was 271 mg/dl. The customer was assisted with troubleshooting and found that the issue was resolved after a set change. The customer returned the occluded products for analysis.